Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer's mother stated three infusion sets have fallen off while customer was sleeping. Caller believes that the infusion set adhesive is defective. No adverse event reported. Infusion sets were requested for return and replaced.